Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Regulatory manufacturer reference number: 1627487-2020-01799. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the physician added two new leads at l3 and s1 to improved coverage. Surgical intervention addressed the issue.